Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with hardware low level failures in downloaded history. Broken trace noted at pin 1 of ambient light sensor. No audio or absence of alarm confirmed during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, occlusion, basic occlusion test, force sensor test and the displacement test.

Manufacturer narrative:
The initial report had the wrong aware date. The correct aware date is (B)(6) 2019.